Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their second implantable neurostimulator (ins) was implanted two to five years ago. The patient could not remember the exact date but reported that it never worked right, so it was removed. No patient symptoms were reported and there were no complications. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.